Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated being hospitalized the previous week due to concerns that the pacemaker was not functioning properly, describing the sensation as pounding and noting that the pounding continues. The patient also stated that an appointment with a cardiologist had been scheduled for further evaluation and discussion regarding the device performance. To date, this crt-p remains in service. No adverse patient effects were reported.